Event description:
In 2007, the pt reported that he had been experiencing air bubbles in his insulin cartridges after filling. Troubleshooting did not reveal any product issues. The pt was sent a new adapter, insulin cartridge, and filling aid as a courtesy. Pt was reached for follow up in the same month, and he stated that he has no further issues since receiving replacement product. No physiological effects were reported. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.